Event description:
MFR has been notified of an event of leakage through the cuff eleven days in use. The product was tested before use. On the same pt, another tube was used and leaked after six days. No adverse outcome reported. Event occurred at hospital in another country.